Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 2.2; 1.7. Patient's therapeutic range: 2.0-3.0 inr. Patient had a bloody nose and went to the hospital on (B)(6) 2010. She has been on lovenox but was off of it when she had the nose bleed.

Manufacturer narrative:
Investigation pending.